Event description:
It was reported that the patient experienced an overdose. The reporter stated that the patient's pump management healthcare provider (hcp) "programmed the pump at a lethal dose". The "lethal dose" occurred between (B)(6) 2007 and the date of that pump's eventual replacement/removal. The reporter was unable to give a specific date. It was noted that the patient was involved in litigation against the hcp regarding the overdose. The medication in the pump was bupivacaine and morphine. No other event details were provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8840 lot# /serial# unknown, product type programmer, physician product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: the pump was ¿misprogrammed.

Manufacturer narrative:
(B)(4).